Manufacturer narrative:
Continuation of medical devices: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for post lumbar laminectomy syndrome and spinal pain. The patient reported that their device would not hold a charge. They stated that the implantable neurostimulator had been overdischarged twice in the past, but the patient could not recall the dates. It was noted that the ins was replaced on (B)(6) 2018. During surgical replacement, the lead showed that all electrodes were out of range. Thus, the lead was explanted and replaced as well. The explanted components will be returned to the manufacture for analysis. The issue was resolved at the time of the report. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID# 37714, sn: (B)(4), the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to two overdischarges. Product ID# 3778-60, sn: (B)(4), the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. All eight conductors are broken 25-26 cm from the distal end of the lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.